Event description:
The customer reported that there was a problem with the image system. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the ccd camera. The system operates as intended.